Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump screen blacked out. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump. He performed mechanical, electrical and visual testing. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) attached the pump to lab use only (luo) testing equipment. The pump was run with and without tubing, with cold water circulating, and high occlusion. The pump was left running for three hours with no disruptions observed. The screen remained on throughout the testing. Though the display operated as intended during testing, the log data showed two 'display supply error' events. The service repair technician (srt) replaced the display screen. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.